Event description:
During a surgical procedure with a pt under general anesthesia the power switch of the anesthesia machine was accidentally turned off by a device or piece of equipment sitting on the cart shelf when another piece of equipment sitting on the cart shelf was moved by the crna.